Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer changed the cartridge, resumed insulin delivery, and delivered a bolus via the pump.